Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the problem. The issue was resolved by restarting the device again after the end of the procedure. Fse reconnected the dvi cable and power cord of the right eye monitor, and also reconnected the dvi cable on personality module surgeon console (pmsc) on site.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) right eye was blank. The customer hard power cycled the system and reseated the blue fiber cable, but the issue persisted. The vision side cart (vsc) display was normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with no image in the right eye. There was no injury to the patient.